Manufacturer narrative:
The device was serviced on site and the reported issue was confirmed. The blood gas analyzer (bga) was replaced, and the device subsequently passed all applicable testing.

Event description:
During preparation for a case, the blood gas analyzer (bga) failed to initialize and displayed a start-up error message. Troubleshooting was unsuccessful. An alternative device was used to complete the case. No adverse outcome occurred.